Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that shaft kink occured.   A 8mm x 3.00mm nc quantum apex¿ balloon catheter was selected to dilatation, and during preparation outside patient's body, the shaft kinked. The procedure was completed with another balloon catheter. No patient complications were reported. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube shaft was completely separated 63.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. No visible damage or irregularities in the outer and inner shaft. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).